Event description:
Litigation papers allege that the acetabular cup detached, disconnected, created metallic debris and/or loosened, causing severe pain, discomfort, inflammation, lack of mobility and inhibition of the ability to walk, severe skin rashes, loss of hair, mental confusion, headaches and extreme fatigue.

Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 5/19/2015- medical records received from legal. Patient was revised to address adverse local tissue response to metal-on-metal and elevated metal ion levels. Upon revision, thickening of the capsule, straw-colored fluid, corrosion on the trunnion were noted. The stem and cup remained in situ. The stem and sleeve are being reported.